Manufacturer narrative:
Device returned to MFR: the device was returned for evaluation. Examination of the returned device revealed no damages on the returned pullback sled. The returned sled was able to properly connect to the motor drive unit (mdu). During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. No issues or defects were observed during product analysis of the returned accessory. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2015-00810 and 2134265-2015-00811. It was reported that automatic pullback failure has occurred. During a procedure a sled was used in conjunction with a motor drive unit to diagnose a none calcified unknown target lesion. The sled was connected to the motor drive unit, however, pullback was unable to be performed. The motor drive unit and sled were reconnected several times but the issue was not resolved. After exchanging this device with another of same device, pullback was performed without issue. No patient complications reported and the patient's condition is good.